Manufacturer narrative:
Investigation - evaluation: a review of the drawings, dimensional verification, manufacturing instructions, specifications, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported: one open package rpn ush-526 , label lot 7313985 was received. Stent with the tether and an unopened pouch containing a wire guide was returned. A section of the proximal coil that measured 3.7cm is severed from the stent. Point of separation occurred at the second sideport 1.5 cm from the proximal ink band. Remaining stent returned measures from distal coil to proximal ink band 26.7cm, within specification tolerance. Total length including 1.5cm section of the proximal coil still attached measured 28.2cm. The tether has been severed approximately 23.5 cm from the knot. Stent coil was severed during removal of the tether. The complaint device was returned therefore, an investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, the root cause is product use or handling related. As the returned stent was confirm to be detached. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported by the user facility that upon opening the package the tip of the stent was found detached. This incident occurred prior to patient contact; there was no impact to the patient. No further information was provided.